Manufacturer narrative:
Please note that this date is based off the date of publication of the article as the actual event date was not provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Ostrem jl, san luciano m, dodenhoff ka, ziman n, markun lc, racine ca, de hemptinne c, volz mm, heath sl, starr pa. Subthalamic nucleus deep brain stimulation in isolated dystonia: a 3-year follow-up study. Neurology 2017; 88:1-11 summary: the objective of this study was to report long-term safety and efficacy outcomes of a large cohort of patients with medically refractory isolated dystonia treated with subthalamic nucleus (stn) deep brain stimulation (dbs). Patient 14: one (B)(6) male patient with subthalamic nucleus (stn) deep brain stimulation (dbs) for dystonia experienced minor trauma to the skin over the implantable neurostimulator (ins) and subsequently developed a device-related infection at 15 months after implant. This required explant of the dbs system and resolved. The following device specifics were provided: lead model 3389; implantable neurostimulator kinetra; implantable neurostimulator activa pc.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.